Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2 (company representative is marked). Additional information added to fields b5, h3 and h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's allegation of cleaning tube left inside was not confirmed. Additionally, during device evaluation it was found that the bending section cover was sagging. Based on the results of the investigation, a root cause for the reported events could not be identified. The instruction manual states the reprocessing method associated with the event in "chapter 7 cleaning, disinfection, and sterilization procedure". Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing for a diagnostic procedure which was completed using a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the nephro videoscope had a cleaning tube left inside. There were no reports of patient harm.